Event description:
It was reported that during an implant procedure, the helix of the right ventricle (rv) lead exhibited rotation issues. The rv lead was not used and a new lead was replaced. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned with its helix extended stretched, damaged, and clogged with blood / tissue. X-ray examination confirmed the helix was stretched / damaged although no anomalies were noted on the inner coil at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the helix clogged with blood / tissue and the helix stretched / damaged consistent with procedural damage.